Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The product lot number is not available/not reported. The expiration date of the device is not known. (B)(6). Initial reporter information such as phone and email address are unknown. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the product lot number of the device is not available/not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the enterprise®2 4.0mm dia x 23mm stent (enf402312/lot# not available) deployed during the preparation for the procedure. There was no report of patient consequence or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the initial reporter facility name and address information. (B)(6). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the enterprise®2 4.0mm dia x 23mm stent (enf402312 / lot# not available) deployed during the preparation for the procedure. Information related to the target vessel of the procedure was not available. It was confirmed that the lot number of the enterprise stent is not available. The introducer was fully seated and secure in the hub. There was nothing unusual noted on the system prior to its usage. The stent and stent delivery system were without any damage prior to use. The rotating hemostat valve (rhv) and the microcatheter did not appear damage; the rhv was opened to allow the passage of the device. The device usage was in accordance with the instructions for use (IFU). There was no report of patient consequence or adverse event. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile and deployed enterprise stent was received contained in a pouch. The delivery wire and the introducer were not returned / received. There was no damage observed on the device during visual and microscopic inspection. Functional analysis testing could not be performed on the device without the delivery wire and the introducer. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. The reported issue in the complaint that the 4.0mm dia x 23mm enterprise® stent had deployed during the preparation for the procedure was confirmed based on the visual and microscopic inspection of the returned device; the stent was received already in a deployed state and without the delivery wire and introducer. The lot number of the device is not known, therefore review of the device history record was not performed. The exact cause of the premature deployment of the stent could not be conclusively determined through functional analysis as there was an incomplete device returned. It is possible that the during the procedure preparation handling, the device manipulation / interaction may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 2/21/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 12/02/2018. [Additional information]: the healthcare professional reported that the enterprise®2 4.0mm dia x 23mm stent (catalog #: enf402312 / lot# not available) deployed during the preparation for the procedure. Information related to the target vessel of the procedure was not available. It was confirmed that the lot number of the enterprise stent is not available. The introducer was fully seated and secure in the hub. There was nothing unusual noted on the system prior to its usage. The stent and stent delivery system were without any damage prior to use. The rotating hemostat valve (rhv) and the microcatheter did not appear damage; the rhv was opened to allow the passage of the device. The device usage was in accordance with the instructions for use (IFU). There was no report of patient consequence or adverse event. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to report that the product is no longer available to be returned for evaluation and analysis. [Conclusion]: the healthcare professional reported that the enterprise®2 4.0mm dia x 23mm stent (catalog #: enf402312 / lot# not available) deployed during the preparation for the procedure. Information related to the target vessel of the procedure was not available. It was confirmed that the lot number of the enterprise stent is not available. The introducer was fully seated and secure in the hub. There was nothing unusual noted on the system prior to its usage. The stent and stent delivery system were without any damage prior to use. The rotating hemostat valve (rhv) and the microcatheter did not appear damage; the rhv was opened to allow the passage of the device. The device usage was in accordance with the instructions for use (IFU). There was no report of patient consequence or adverse event. Initially, the product was documented as available to be returned; additional information reported that the product is no longer available to be returned for evaluation and testing. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.